Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient's had the scs system implantable pulse generator was replaced. Reportedly, the generator was not charged for approximately a year and the battery depleted. Simulation therapy was restored postoperatively.